Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that all of the keypad buttons were under responsive. Reportedly, the keypad cover was thinning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/21/2014 with the following findings: the initial complaint, of a tactile change issue, could not be investigated due to a moisture ingress issue; no conclusions could be made in this regard. Visual inspection revealed that there was moisture behind the display lens. The pump powered on properly, as confirmed by the presence of the vibratory cue, but the display screen was blank. The auditory start-up cue was not present due to internal moisture damage. The pump failed a leak test due to a display lens leak. The keypad cover was removed, and no evidence of contamination was observed on any of the key contacts. The pump case was removed, and evidence of moisture ingress was observed on or near the keypad flex connector and other internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.